Event description:
It was reported that the rate response is too aggressive with new implantable pulse generator (ipg) implanted. Therefore, the ipg rate was changed from medium-high to low per pulmonary doctor's request. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.